Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved . Device switches on automatically. Memory full.

Event description:
There was no patient involved. Device switches on automatically. Memory full.

Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed all weekly auto self-tests up to the (B)(6) 2016. During the above period, the device records 2 occasions when the temperature dropped below the minimum recommended stand-by temperature of 0°c, with a low of -0.6°c recorded. The device records multiple manual power ons, mainly of ten minutes duration between the (B)(6) 2016 and the (B)(6) 2017. During this time an installed pad-pak became depleted, and further pad-paks were installed, which also became depleted. A test pad-pak was inserted into the device and successfully passed an auto self-test, then passed a self-test during a manual power cycle. The green status led was observed to be dimly lit between flashes throughout, this indicates a fault. A ¿warning, memory full¿ message was given at shutdown, and the green status led remained dimly lit between flashes. The device was disassembled to investigate. The membrane was removed and upon visual inspection corrosion was observed on multiple tracks of the membrane tail including track 13 (on button) and track 4 (green status led). The corrosion observed would indicate the device had been subject to moisture ingress. Due to evidence of corrosion, the membrane tail was then wiped with an ipa wipe. Wiping the membrane tail removed the corrosion and revealed the carbon below to be mostly intact. Corrosion remained on track 10 and track 8 of the ribbon tail, this was beneath the laminate and was likely due to moisture damage. A test pad-pak was reinserted into the device. The green status led is now operating as expected. This would confirm a failure of the original membrane due to adverse storage resulting in corrosion on the membrane tail. Further investigation concluded that the cause of the reported fault could be attributed to membrane failure due to moisture ingress, resulting in corrosion on the membrane tail. The device was returned with a reported fault switching on automatically. The multiple manual power ups of mainly ten-minute duration and measurements taken during the investigation would indicate a failing membrane. The fault was traced back to corrosion on track 13 of the membrane tail. The faults could not be replicated with the corrosion cleared. This would confirm the failure of the returned membrane due to the corrosion. The corrosion observed on the returned membrane would suggest the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.